Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left and right femoral artery. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous aortic valve opening (ao). After a 8mm×10cm non-bsc stent was implanted, a 8.0mmx60mmx135cm sterling¿ balloon catheter was advanced for post-dilatation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The physician suspected that the balloon came into contact with the edge of the stent due to the tortuousity of the lesion. The device was completely removed from the patient and the procedure was completed with a 8mmx4cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as it was reported that the complaint device was inflated to 14 atm and the balloon ruptured. The dfu states; "do not exceed the rated balloon burst pressure. Inflation in excess of the rated burst pressure may cause the balloon to rupture. In vivo balloon pressure shall never exceed the rated burst pressure." (B)(4).